Event description:
It was reported by service report that the fowler was stuck in the lowest position and was leaking onto the floor. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - fowler.